Event description:
It was reported that an ilet user experienced repeated dexcom g7 cgm pairing failures to the pump, resulting in loss of automated dosing and a need to manually enter a fingerstick blood glucose of 191 mg/dl, consistent with an intermittent communication failure involving the electrical/magnetic antenna component. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem between the cgm and the ilet consistent with intermittent communication failure associated with the antenna component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.